Manufacturer narrative:
This is the first and only complaint recorded on lot: n. 7011835690. A final report will be submitted after the investigation.

Event description:
After one year from implantation, patient complained of pain and friction. Revision surgery was performed to change the ceramic head (fem. Modular head - m ø32mm, code 5010.42.322, lot: 7011835690) with a different size. The cup and the stem remained implanted. This event occurred in italy.